Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an "hwbbt" error was displayed on the receiver. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional tests were performed and passed all relevant tests. The receiver data log was downloaded for review and a hardware error was observed. An overnight and discharge test was performed and passed. A battery capacity test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.